Manufacturer narrative:
Follow-up #1: date of submission 12/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/03/2016 with the following findings: a review of the bolus history shows the following boluses programmed and delivered on (B)(6) 2016. The black box shows an unexplained loss of prime on (B)(6) 2016 19:50; deliveries resumed (B)(6) 2016 07:50. The pump boots to the verify screen with audible and vibratory features. Ezprime steps were successfully completed. Manually performed a 10u normal bolus and a 10u audio bolus successfully; both were accurately recorded in the pump history. No hypersensitive keys were observed on keypad. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. No delivery interruptions or eaw¿s occurred during the investigation. Unable to duplicate the complaint. Base crack observed between case seal and keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the patient contacted animas, alleging a history settings issue. The patient stated that they had a blood glucose (bg) of 900mg/dl with stomach aches and vomiting. The 911/emergency protocol was initiated and the patient was taken to the hospital. The patient was treated by a healthcare professional. Customer support (cs) completed troubleshooting and the patient stated that they programmed 18.85 units into their pump for a bolus but the history shows 10.85 units. Troubleshooting also indicated that the boluses were not recorded correctly, the bolus records were missing. The patient also mentioned that the they have hypertension and high cholesterol. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.